Manufacturer narrative:
On 06 october 2017 we were informed that the patient will not be revised, because he is back in jail on work release on 09 october 2017 it was confirmed that the patient is unable to return to the hospital due to court sentence: back in jail until early next year. Batch reviews performed on 30 october 2017. Lot 151442: (B)(4) items manufactured and released on 23 june 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size m 0, code 01.29.202, lot. 151721 (k112115) (B)(4) items manufactured and released on 26 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup acetabular shell ø 56, code 01.26.56mb, lot. 151050 (k083116) 60 items manufactured and released on 16 july 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, 58 items of the same lot have been already sold without any similar reported event. Versafitcup double mobility hc liner ø 56/28, code 01.26.2856mhc, lot. 152104 (k092265) 119 items manufactured and released on 05 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, 114 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon plans to revise all components on (B)(6) 2017.